Manufacturer narrative:
The reported events of decreased sensing and high threshold were not confirmed. A complete lead was returned in single piece for analysis. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for post-operative check next day, decreased sensing and high threshold was noted on the right atrial (ra) lead. The lead was explanted and replaced. Tissue growth was noted in the helix of explanted lead. The patient was stable.